Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation. The file sample testing did not identify a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 400977. The run passed the validity and acceptance criteria established. Customer data review: customer result log files were reviewed. Pipettor aspiration error codes were observed for the run controls, but repeat testing was successful and did not display any error codes or flags. The amplification curves for the analyte and internal control appeared normal and exhibited normal amplification. The validity of the run met assay specification requirements. A product deficiency was not identified from this analysis. Quality data review. Device history record / batch record review: the device history records (DHR) review for the alinity m resp-4-plex amp kit (list 09n79-090) lot 400977 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. CAPA / non-conformance review: the CAPA review for the alinity m resp-4-plex amp kit (list 09n79-090) lot 400977 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lots. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 400977. No adverse trend was identified. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 400977 was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval. As the event occurred over multiple run dates, the following mdrs have been submitted with the following date of occurrences: 3005248192-2024-00101, occurrence date: (B)(6) 2024 3005248192-2024-00102, occurrence date: (B)(6) 2024

Event description:
The customer reported 2 false positive results for the sars-cov-2 target on the alinity m resp-4-plex assay when tested on (B)(6) 2024. The customer reported that they did not trust the results of 2 sids (sample ids) as they had late CT (cycle threshold) values. The following sids were considered discrepant: (B)(6) (run on (B)(6) 2024) (B)(6) (run on (B)(6) 2024) there was no report of impact to patient management.